Event description:
During service the baxter repair technician reported fail code 16:310. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.